Manufacturer narrative:
Clarification to b.5. And h.6.: the initial report stated that the patient underwent surgery "last week", but it's unclear whether this was the implant or explant surgery. Patient stated they returned to the hospital the following day due to swelling, which was one of the symptoms noted in the initial report. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leaking"; "fluid in the breast".

Event description:
Patient reported unknown side "pain and swelling due to the fluid in the breast and that the prosthesis was leaking". Device status is unknown.